Event description:
It was reported during a remote follow up that the pacemaker exhibited post sensed t-wave oversensing. Programming changes were recommended but not yet completed. The device remains implanted and will continue to be monitored. The patient was asymptomatic and stable.